Manufacturer narrative:
(B)(4). Severe left ventricle function. Failure to follow steps/instructions. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties to be related to the user technique. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling. It should be noted that the ht whisper instructions for use (IFU) states do not: push, auger, withdraw, or torque a guide wire that meets resistance. Consider that if a secondary wire is placed in a bifurcation branch, thi wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. (B)(4).

Event description:
Medwatch description: tip of guide wire broke off during cardiac catheterization procedure and was not retrievable. A (B)(6) female patient hospitalized with severe left ventricle failure required coronary artery angiography. Procedure required extensive manipulation of catheter and guide wires. During the procedure the tip of the whisper guide became entrapped between the stent and the vessel wall. Approximately 5mm of the guide wire broke off in the coronary artery. Outside the mechanical stent struts. Another 1 mm segment of guide wire was identified in the diagonal branch of the artery. Patient tolerated procedure well and was discharged without acute complications. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified and heavily tortuous left anterior descending (lad) artery. A balance middleweight (bmw) guide wire was advance to the lesion and two vision stents were implanted overlapping in the distal lad. A whisper wire was advanced as a buddy wire and two xience alpine stents were implanted overlapping in the mid to proximal lad. The whisper wire was trapped behind the stents and when removing the guide wire, the tip separated. Five mm of the tip remain jailed behind the xience alpine stent and a one mm piece of the tip migrated to the diagonal. There was no attempt to remove the piece that migrated to the diagonal as it was too small to retrieve. There was no clinically significant delay in the procedure. No additional information was provided.